Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis by a nurse. The nurse reported that the patient experienced peritonitis on (B)(6) 2012. A culture was performed, however, results were unknown. The patient was hospitalized on (B)(6) 2012. The cause of peritonitis was unknown. The patient was recovering.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number 11j21h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.